Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) suggested confirmation using alternate method. The most probable cause of the reported event was specimen interference.

Event description:
On (B)(6) 2016 the customer reported result above assay range of specific analyzer (17%) with their hlc-723g8 analyzer. Customer requested information regarding results and how to report a1c results of 34%. The customer is unable to run hba1c patient samples accurately. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.